Manufacturer narrative:
The actual device lot number associated with this event is not known. International affiliate reports the following possible lot numbers: product code: tp240, lot number: shh048, manufacture date: 07/14/2003, expiration date: 01/31/2008; product code: tpw40, lot number: rlj124, manufacture date: 11/05/2002, expiration date: 07/31/2007. Conclusion code: the product upon which this medwatch is based has been rec'd, however, the product evaluation not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
International affiliate reported the device was not pacing properly. No adverse pt consequences were reported.